Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, an operation issue was observed. The lead was not implanted and was replaced. Patient condition was stable.